Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to dislodgement. This issue was discovered as the lead showed failure to capture. This lead is not expected to be returned for analysis and no additional adverse patient effects were reported.